Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft delaminated. A 2.4mm jetstream xc atherectomy catheter was being used to treat a lesion located in the right superficial femoral artery(sfa). During advancement of the catheter through the hub of the introducer sheath, it was noted that the outer coating of the shaft (about 1/2 way from hub to tip) was separating outside of the patient. The device was removed from the patient and the procedure was completed with a different form of treatment. No complications or injuries were reported and the patient was reported to be fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed buckling/kinks on the shaft located at 64 and 67.5cm from the tip. Functional testing was completed and the device functioned as designed pertaining to the rotation of the device. Visual examination noticed that the infusion line had burst proximal the kinks and damage. The damage that was noticed is consistent with sheath interference during the procedure. Pushing, pulling and torquing of the device could possibly cause the damage that was noticed. The buckling/kinks on the shaft cause the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was previously reported the device was a 2.4mm jetstream xc atherectomy catheter in our narrative. The correct device is a 2.1mm jetstream xc atherectomy catheter.